Manufacturer narrative:
Method: visual examination, device history review, complaint history review, material analysis functional testing. Results: visual examination confirms the reported event. Device history review shows no reported discrepancies. Complaint history review shows there has been no other reported events. Conclusion: appears to be mfg related.

Event description:
It was reported that "during surgery - screw head not machined to accept screw driver" opened another screw of same size".